Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - radicular pain syndrome(radiculopathies). It was reported that last week, the patient felt a jolt when turning on the stimulator. No further complications were reported/anticipated.